Event description:
It was reported that the patient presented for a routine device change out procedure. Upon review, it was noted that the implantable cardioverter defibrillator (ICD) exhibited episodes of post-paced t-wave oversensing (pptwos). The ICD was explanted and replaced. The new ICD was reprogrammed. The patient was in stable condition.

Event description:
It was reported that the patient presented for a routine device change out procedure. Upon review, it was noted that the implantable cardioverter defibrillator (ICD) exhibited episodes of post-paced t-wave oversensing (pptwos). The ICD was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
B1 should only have "product problem" selected, b2 should be blank, b5 should indicate that the device was reprogrammed rather than explanted, h1 should have "malfunction" selected and h6 health effect - impact code should be unexpected medical intervention.